Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on a patient sample that resulted as positive when using the simplexa covid-19 direct assay, but negative upon repeat on simplexa and the competitor assay (seegene). Three run files from the simplexa assay were provided by the customer. The alleged false positive occurred on (B)(6) 2020 with sample ID# (B)(4) detecting the (B)(4) with CT = 36.4. This customer said the sample was retested on the competitor assay (seegene) and resulted negative. The sample was tested again on (B)(6) 2020 and the following day (B)(6) 2020 and resulted negative both times. It was not clear which sample ID was related to (B)(4) as the sample ID numbering was different in both runs. Based on the run analysis, the sample may have been at or below the limit of detection of the simplexa assay. Batch record review showed the critical component, reaction (B)(4) lot# x8194n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or (B)(4) targets. No malfunctions occurred during qc release testing. The patient sample was stored at -20c, and was available for testing locally by a diasorin site in italy. On (B)(6) 2020, the testing performed in saluggia also resulted negative. It was then suggested on (B)(6) 2020 that the customer decontaminate their lab since the false positive was not reproducible with the patient sample. Following decontamination of the lab, the customer had no further false positive issues. This is the 1st complaint on (B)(4) lot# x8193n for suspected false positive results.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive results on a patient sample that resulted as positive when using the simplexa covid-19 direct assay, but negative upon repeat on simplexa and the competitor assay (seegene). The sample was tested for a 3rd time on simplexa and resulted negative. The customer confirmed the alleged false positive results were not reported to the diagnosing physician due to the discrepancy on repeat testing and results with the other methods. Other than the patient ID number, other patient information and patient sample collection method was not provided.